Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator upgrade procedure. Interrogation of the pulse generator noted that the right ventricular (rv) lead exhibited low pacing impedance measurements and had high capture threshold. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and low pacing impedance were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.